Manufacturer narrative:
The hill-rom tech found the CPR function not working due to an inoperable manifold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom tech replaced the manifold to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed was drifting down. The bed was located at the account in room (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).